Event description:
It was reported that during a lap cholecystectomy procedure, the first device fired malformed clips. The clips in the second device were ejecting out of the jaws. A third same like device was used to complete the case. There was no pt consequence.